Event description:
A healthcare professional reported an unexpected high potassium (k+) result using the piccolo xpress analyzer, serial number (B)(6), and piccolo basic metabolic panel plus (bmp+), lot # 4173be3. The patient was not treated. Chem high/low: high. Error codes: chem k+/k+ problem or question.

Manufacturer narrative:
A healthcare professional reported an unexpected high potassium (k+) result using the piccolo xpress analyzer, serial number (B)(6), and piccolo basic metabolic panel plus (bmp+), lot# 4173be3. The patient was not treated. On (B)(6) 2024/unknown time: plasma was analyzed using the piccolo basic metabolic panel plus (bmp+), lot 4173be3, on the piccolo xpress analyzer serial number (B)(6). Results: potassium (k+) = 6.1mmol/l (reference range 3.6-5.1mmol/l). Unknown date/unknown time: plasma was analyzed using a siemens analyzer. Results: potassium (k+) = 4.9mmol/l (3.5-5.1mmol/l). On (B)(6) 2025: zoetis quality notified vigilance of further investigation. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
On september 16, 2025, a quality investigation was received. The clinic ran controls on (B)(6) 2024, and both levels were within the range, indicating the piccolo was operating as expected. The clinic was provided with a different lot of discs for troubleshooting, and the customers' remaining discs from lot 4173be3 were sent for investigation. Product assurance (pa) tested the customer¿s returned unused rotors, lot #4173be3. The complaint was duplicated. Product assurance ran bi-level control samples with 18 rotors using three different analyzers and recovered out-of-range high potassium results. A CAPA (B)(4) was conducted. The root cause is method-specific and patient-sample-related interferences due to the treatment. Potential interferences: in all cases, the elevated result occurred in a cancer patient undergoing chemotherapy. Certain chemotherapeutic agents (e.g., gemcitabine, paclitaxel/taxol) are known to cause rhabdomyolysis, which can elevate potassium due to increased cell lysis and release of intracellular k. This is identified as an interference in the instructions for use: that the potassium assay is a pyruvate kinase (pk) and lactate dehydrogenase (ldh) coupled method that can read falsely high k in settings of extreme muscle trauma/elevated creatine kinase (ck). The cancer patients at the women¿s cancer center were receiving taxol as part of their treatment regimen. Taxol typically decreases serum potassium concentrations, which is why these patients have their potassium levels monitored frequently. The elevated piccolo results in these cases may therefore be inconsistent with expected treatment effects, suggesting possible assay interference or pre-analytical sample issues rather than true hyperkalemia. Although some variations in results were observed during the investigation, the number of outliers remains within the lot release amount and is expected. An action item was created to capture training for future complaints, allowing technical services to note any interferences on the product insert. A review of the batch record for lot# 4173be3 showed that the lot met all release criteria with no deviations. A review of the complaint data from the date of receipt (B)(6) 2024 showed that there was only one (1) rotor from this lot, from this clinic, reported for high potassium out of (B)(4) rotors shipped, resulting in a complaint rate of (B)(4) confirming the high potassium results were an isolated issue with no observed trend for high potassium over the last 12 months ending in november 2024. There has been no reported patient impact contributing to patient injury or hospitalization.